Event description:
It was reported that balloon rupture and dissection occurred resulting in additional intervention. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified right coronary artery. A 2.00mm x 12mm emerge balloon catheter was advanced for dilation. During the tenth inflation, at 16 or 18 atmospheres for approximately 10 to 20 seconds, the balloon ruptured. Consequently, a dissection was observed, and bailout stenting was performed to complete the procedure. Slow flow was noted but improved following stent placement. No further patient complications were reported, and the patient remained in good condition post-procedure.

Event description:
It was reported that balloon rupture and dissection occurred resulting in additional intervention. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified right coronary artery. A 2.00mm x 12mm emerge balloon catheter was advanced for dilation. During the tenth inflation, at 16 or 18 atmospheres for approximately 10 to 20 seconds, the balloon ruptured. Consequently, a dissection was observed, and bailout stenting was performed to complete the procedure. Slow flow was noted but improved following stent placement. No further patient complications were reported, and the patient remained in good condition post-procedure.

Manufacturer narrative:
H6 evaluation conclusion codes updated.